Manufacturer narrative:
Results: the returned lantern was kinked approximately 6.0 cm from the hub. The device was ovalized approximately 131.0 cm, 133.0 cm, and 134.0 cm from the hub. Conclusions: evaluation of the returned lantern revealed that the distal shaft was ovalized. If the device is forcefully gripped or pinched during use, damage such as this may occur. This damage likely contributed to the reported resistance experienced while advancing the lantern over a guidewire and advancing the pod pc through the lantern. During the functional testing, a demonstration pod pc was able to advance through the lantern with resistance due to the distal ovalization on the lantern. Further evaluation of the device revealed a proximal kink. This damage was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using a pod packing coil (pod pc), a non-penumbra coil, a non-penumbra catheter, a non-penumbra guidewire and a lantern delivery microcatheter (lantern). It was noted that the patient¿s anatomy was calcified. During the procedure, the physician experienced resistance while advancing the lantern over the guidewire. Next, while advancing a pod pc and a non-penumbra coil through the distal tip of the lantern, the physician then experienced resistance. Therefore, the lantern was removed. It was reported that the distal tip of the lantern felt kinked. The procedure was completed using another lantern, the same pod pc and coil. There was no report of an adverse effect to the patient.